Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the lcsc5, used with a luke handpiece, worked for 10 minutes, then stopped. Another lcsc5 was used to complete the case. There was no consequence to the pt.